Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radio frequency ablation of (B)(6) esophagus following a balloon ablation of a proximal segment of esophagus, there was a bleeding on the 9:00 wall of the esophagus. After successfully removing the catheter without incident, the physician irrigated and inspected the bleeding area and there appeared to be an esophageal tear on the 9:00 wall of the esophagus. After continued inspection and irrigation, the bleeding stopped. It was determined that hemoclips were not needed. The physician decided to discontinue the procedure.